Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized twice in the month of february on unknown date. Customer reported two consecutive low blood glucose level and their doctor advised them to stop using insulin pump. Customer had been off the insulin pump after the event. Customer did not report any damage to the insulin pump and reservoir lip ring was fine. Customer advised to call to get assistance in programming the replacement of the insulin pump. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will be returned for analysis.